Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of this device identified no anomalies. This setscrew was removed and both the setscrew and associated connector block were microscopically examined. An is-1/df-1 lead was inserted into the device header without any issue. Analysis was able to confirm that there had been greater than 2,000 ohms pace impedance, that appears to be due to a under inserted lead. The defibrillation, pacing and sensing functions of the device were verified per automated testing.

Manufacturer narrative:
After the device upgrade, there were no further issues. To date, information suggests that the rv lead remains actively in service and this ICD was to be returned to boston scientific. Most recently, this medical device has been returned to boston scientific but analysis remains inconclusive to date. As new information becomes available, this report will be further evaluated and updated. The investigation remains open at this time.

Event description:
Boston scientific received information that most recently the transvenous right ventricular (rv) lead did exhibit greater than 2,000 ohms pace impedance in association with this implantable cardioverter defibrillator (ICD). Pace impedances had been within normal limits since implant about a month and a half prior. Shock impedance was noted as stable. There was no noise oversensed on stored electrocardiograms (egms) in the arrhythmia logbook. There were no reported adverse patient effects. The local area sales representative for boston scientific then provided information that the patient did need a device system upgrade due to change in condition. It was observed during the revision procedure that one of the rv setscrews was not completely tightened down, and this was thought to have caused the intermittent out-of-range impedance. The sales representative also confirmed that there was no issue with the integrity of the rv lead.